Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending (lad) artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During priming and when the telescope was pulled out, the syringe could be flushed, and the front end of the catheter could also be flushed. However, after the telescope was withdrawn, the syringe could not be pushed smoothly for priming, and the front end of the ivus could not be flushed. When the catheter reached the distal end of the patients lesion, it was pulled back and found that the catheter could not produce images due to bubbles. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).